Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor would not power up.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the monitor would not power up. The cause for the failure was isolated to a defective u1003 programmable logic device on the monitor c/a board. The u1003 was thermally damaged. The root cause for the damaged u1003 programmable logic device could not be positively identified. No adverse event resulted from the defective u1003 component.